Event description:
Customer reported, the left monitor is distorted and intermittently not working, and saved images are missing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and the monitor. System operates as intended.